Event description:
A discordant toxoplasma igg (txp) false positive result was obtained on an immulite 2000 xpi analyzer with txp reagent kit lot 375. The result was not reported to the physician.the laboratory questioned the high result due to the patient history of non-reactive results when tested with their prior txp reagent kit lot (lot 374). The customer also tested patient samples with txp reagent kit lot (lot 376).there were no known reports of patient treatment being altered or prescribed due to the false reactive txp result.there were no known reports of adverse health consequences due to the false reactive txp result.

Event description:
A discordant toxoplasma igg (txp) false positive result was obtained on an immulite 2000 xpi analyzer with txp reagent kit lot 375. The result was not reported to the physician. The laboratory questioned the high result due to the patient history of non-reactive results when tested with their prior txp reagent kit lot (lot 374). The customer also tested patient samples with txp reagent kit lot (lot 376). There were no known reports of patient treatment being altered or prescribed due to the false reactive txp result. There were no known reports of adverse health consequences due to the false reactive txp result.

Manufacturer narrative:
(B)(4): additional information:siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the false reactive toxoplasma quantitative igg (txp) result observed with reagent kit lot 375. The issue is under investigation. The cause of the false reactive txp result observed with lot 375 is unknown at this time. The instrument is performing within specifications. No further evaluation of the device is required.